Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that noise was seen on this right atrial (ra) lead which technical services confirmed was over-sensed. Lead troubleshooting including x-ray imaging was recommended. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information as multiple attempts were completed without response from the field. Because the product is unknown, we are unable to provide the unique identifier (UDI)# and other specific product information.

Event description:
It was reported that noise was seen on this right atrial (ra) lead which technical services confirmed was over-sensed. Lead troubleshooting including x-ray imaging was recommended. No adverse patient effects were reported. This ra lead remains in service.